Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0uxz9, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0uxz9, implanted: (B)(6) 2015, product type: lead. Ipg 3058 ((B)(4)) was returned and analysis found no anomaly tined lead 3889-28 ((B)(4)) was returned and analysis found stim lead body, cut through, product segmented .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0uxz9, implanted: (B)(6) 2015, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp) via patient reported that device was not effective for symptoms. Whole system was explanted and returned to medtronic. No patient outcome was reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.